Event description:
An endeavor sprint drug-eluting stent was implanted at the distal rca during a staged procedure. Investigator reports that an additional stent from another manufacturer (2.5 x 12) was then implanted (overlapping) for treatment of a complication/dissection/bailout. Patient discharged on day of procedure.

Manufacturer narrative:
Results: (dissection). Other (secondary intervention required).